Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2015. Product event summary: the distal portion of the lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was damaged during a prophylactic lead extraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.